Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding),"), abdominal pain ("abdominal pain") and intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterctomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, heavy menstrual bleeding, abdominal pain, intermenstrual bleeding and weight increased had resolved. The reporter considered abdominal pain, heavy menstrual bleeding, intermenstrual bleeding, migraine, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods) quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-may-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding),"), abdominal pain ("abdominal pain") and intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, heavy menstrual bleeding, abdominal pain, intermenstrual bleeding and weight increased had resolved. The reporter considered abdominal pain, heavy menstrual bleeding, intermenstrual bleeding, migraine, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received: reporter information were added. Real fu was received and there is no significant change in the context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), abdominal pain ("abdominal pain") and metrorrhagia ("metrorrhagia (bleeding b/w periods)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterctomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, menorrhagia, abdominal pain, metrorrhagia and weight increased had resolved. The reporter considered abdominal pain, menorrhagia, metrorrhagia, migraine, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received event injury updated to pelvic pain. New events abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), weight gain, migraine were added. Outcome of pelvic pain updated to recovered / resolved. Patient information, new reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.